Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system, during x-rays, will not save the film. It was also noted that the left save button on the mainframe quit operating, rebooting system did not correct. However, the system was used on several other cases after the reported problems with no further save issues.